Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated they took a pain pill prior to the MRI as they get claustrophobic.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported experiencing a strange feeling on top of their head after undergoing an MRI on (B)(6) 2017. The patient reported that they developed a headache which lasted for three days. The patient reported taking medication for the headache and stated they don't think there was any damage to the device or themselves. The patient reported that as of the date of this report, they feel ok and the headache was gone. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who reported that there was no device issue. The cause of the strange feeling and headache were unknown, but the issue reportedly resolved with time. An unspecified exam was done related to the issue, but the results were unknown. No further complications are anticipated.